Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete fragmentation of a patient's right lens during laser assisted cataract surgery. Fragmentation caused inability to crack lens nucleus. A localized opening in posterior capsule was noted when attempting to pull forward nuclear fragments or when cracking lens with secondary instrument. The doctor enlarged opening further and vitreous prolapse occurred. Anterior vitrectomy was performed. No tear was noticed in the anterior capsule. An anterior chamber intraocular lens was inserted.

Manufacturer narrative:
A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on quality assurance (qa) assessment, the product met specifications at the time of release. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. For this case, the pc tear was observed while removing the nuclear fragments from the capsular bag. Thus, surgical technique cannot be excluded as a contributing factor or cause of the reported tear. A root cause cannot be determined conclusively. (B)(4).